Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram showed trace par avalvular leak (pvl) and transvalvular aortic regurgitation. No treatment was reported. No adverse patient effects were reported. Two days following the valve implant procedure worsening kidney injury was identified. The glomerular filtration rate (gfr) measured 16. One day later gfe measured 12. Five days following valve implant the gfr measured 15. The gfr reportedly ranged from 33 to 12. Treatment included pausing a xanthine oxidase inhibitor and a dipeptidyl peptidase-4 was reduced. The event was reported as resolved 5 days following implant. The physician indicated the event was possibly related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.